Manufacturer narrative:
The insulin pump was received with no button response at escape button due to unlocked j2 connector on the lcd board. Unable to perform any tests due to button unresponsive. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, and the esc and act buttons do not work. The customer's blood glucose reading was 458 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided and no high blood glucose troubleshooting was performed.